Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of a ciaglia blue rhino percutaneous tracheostomy introducer set for a percutaneous tracheostomy (tracheal) procedure. During the procedure, the physician noted that the dilators are "very soft". As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
In additional information, it was reported that the initially provided rpn does not apply to this event. Additional information regarding device rpn and lot# has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: d1, d4- catalog # this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. Gulf drug l.l.c (united arab emirates) informed cook that on 25nov2021 loading dilators in an unknown rpn from an unknown lot are too soft. The customer is dissatisfied with the new dilator sizes compared to the previous. Reviews of the quality control and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. Cook reviewed product labeling based on a representative part number (c-ptis-100-wce-hc-g) due to the rpn being unknown. The product IFU, [c_t_ptisg_rev4] ¿ciaglia blue rhino g2 advanced percutaneous tracheostomy introducer,¿ provides the following information to the user related to the reported failure mode: warnings: ¿exercise care to ensure that the components used in each step are properly positioned within the trachea. Improper placement of the components may lead to potentially life-threatening injury. Improper dilation technique or tracheostomy tube placement can lead to delayed complications. Anatomic anomalies may make the procedure difficult to perform.¿ precautions: ¿the tracheostomy tube should fit snugly to the loading dilator for insertion. Loading dilators are designed to be inserted within a tracheostomy tube only. Loading dilators should not be used for creation of a stoma.¿ based on the available information, no device return, and the results of the investigation, it was determined that no was problem detected. This complaint is a general dissatisfaction on the dilators being too soft. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.